Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump was programmed to infuse 400ml valproic acid at the rate of 10ml/hr and 750ml unspecified intravenous (IV) fluids at the rate of 750ml/hr respectively. The event history log revealed that, the IV fluids were attempted to be infused 3 times and no errors were recorded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a review of the event history log identified that valproic acid and IV fluids were programmed to infuse 400ml at 10ml/hr and 750ml for 750ml/hr respectively on the reported event date and nothing unusual was noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.